Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was found out of specification and indicated a downstream occlusion alarm. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. Based on the evaluation result that the force sensor no-tube calibration is required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing after exceeding the designated pressure threshold (alarmed high at 29 pounds per square inch). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.